Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the person was contacted in person. The instruments were inspected prior to use. There was no damage noticed out of the ordinary. No instrument collision occurred. No fragments fell inside the patient. There was no patient injury. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided image by a regulatory post market surveillance analyst was consistent with the instrument tip being completely detached.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument blade is broken. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have blade damage at the base of the blade. The blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection.